Manufacturer narrative:
The cause of the reported issue was isolated to the lid assembly, but neither the lid nor the device were returned to stryker-redmond for evaluation, and therefore the specific root cause could not be confirmed. A replacement lid was sent to the customer to resolve the issue.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was missing the lid magnet. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the users has to push the power button underneath the lid to turn the device on.